Manufacturer narrative:
The report of a "motor failure' alarm could not be confirmed nor reproduced during testing of the returned centrimag motor. The motor was evaluated and tested by tech service under and was also operated with the returned centrimag 2nd gen primary console. The motor was operated with the console but no motor failure messages could be reproduced. As a result, the root cause of the reported event could not be conclusively determined. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g2: correction the manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI): device was manufactured prior to the UDI labeling implementation. The motor is not a single use device. Approximate age of the device is 8 years, 5 months (calculated from the manufacture date: dec 1, 2009). Device evaluation: the report of a "motor failure" message being displayed on the primary console's display could not be confirmed nor reproduced during testing. Full functional testing of the returned motor together with the primary console was performed using laboratory equipment. The returned units performed and intended and no atypical motor alarms were reproduced. A cause of the ¿motor failure¿ alarm was unable to be determined. The motor is a serviceable item and was tested per the manufacturer¿s service procedures and it passed all performance specifications. A full preventative maintenance service was also performed. The device was returned to the customer. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
It was reported that during priming of the motor and primary console, the system indicated a 'motor failure' alarm. There was no patient involved. The units were removed from use and returned to the manufacturer for further analysis and repair. No further information was provided.